Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in communication loss with the devices being monitored. It happened intermittently, not all at the same time, but has done this through all beds at some point. They said it happened intermittently all weekend long. 02272020 no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns. Remote network station: model: not provided, sn: not provided. Bedside monitor: model: bsm-1753a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in communication loss with the devices being monitored. It happened intermittently, not all at the same time, but has done this through all beds at some point. They said it happened intermittently all weekend long. The cns is currently working properly with no issues but they opened a complaint to have this issue reviewed. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in comm loss with the devices they were monitoring. It was happening intermittently throughout the weekend. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: no root cause can be determined as the customer never replied to requests for additional information on how the issue was resolved. However, because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite properly functioning equipment.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in communication loss with the devices being monitored. It happened intermittently, not all at the same time, but has done this through all beds at some point. They said it happened intermittently all weekend long. The cns is currently working properly with no issues but they opened a complaint to have this issue reviewed. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in communication loss with the devices being monitored. It happened intermittently, not all at the same time, but has done this through all beds at some point. They said it happened intermittently all weekend long. The cns is currently working properly with no issues but they opened a complaint to have this issue reviewed. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and remote network station (rns) were in comm loss with the devices they were monitoring. It was happening intermittently throughout the weekend. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the reported device was not returned for evaluation. Follow up attempts made by nihon kohden technical support (nk ts) were left unanswered by the customer. As such, a root cause cannot be determined. A complaint history review of the reported device reveals no additional complaints reported on no communication error. A complaint history review of the customer's account reveals no additional complaints reporting of no communication. The issue has most likely been resolved without assistance from nka personnel. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that particular device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. However, because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite properly functioning equipment. Additional information: b4 date of this report. G6 type of report. H2 if follow-up, what type? H10 additional manufacturer narrative.